Event description:
Boston scientific received information that during a device changeout procedure, five of the setscrews were not able to be loosened. Bidirectional and fixed torque wrenches were used with no success. Mineral oil in the screw housing also had no effect. The decision was made to tighten the distal and proximal coil screws in order to collect further troubleshooting techniques and perform the replacement in the following days. While attempting this, the distal coil fixation setscrew mechanism no longer worked. As a result, therapy was programmed off and the device was programmed to vvi 40. A second procedure was performed in which the silicone seals were removed to expose the screw heads. A green and orange wrench were attempted, but could not loosen the screws. A non-torquing wrench finally started to unwrench the screws enough that the leads could be removed. The wrench did not completely loosen the setscrews. Attempts to tighten the setscrews were unsuccessful. The leads were tested with the pacing system analyzer (psa) and the new device and all measurement`s were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that one setscrew operated normally and all other setscrews were stuck in the up position. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.